Event description:
The customer allegedly drove her scooter to the top of a ramp, and got stuck. In attempts to get free, she pushed herself away and pressed the throttle. The scooter drove toward steps, stopped, and the customer fell down the steps; the customer passed away as a result of the injuries.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Device evaluated. No design or build specification or function could be attributed to the incident. The nature of the complaint including how the end user got stuck and the subsequent actions are unknown.

Event description:
The customer allegedly drove her scooter to the top of a ramp, and got stuck. In attempts to get free, she pushed herself away and pressed the throttle. The scooter drove toward steps, stopped, and the customer fell down the steps; the customer passed away as a result of the injuries.